Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, baker grade iii, infection, seroma and swollen lymph nodes/glands" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture and a possible inflammatory condition.

Event description:
Patient reported a right side "unusual swelling and stiffness in the direct breast, in addition to breast pain cited, back and direct rib," "suspected rupture," and "anxiety over articles about the recall", "inflammatory process and a lot of fluid in the region in addition to chances of infection". Healthcare professional later reported "contracture and intracapsular rupture of the implant", "possible inflammatory condition as suggested by magnetic resonance imaging" and treatment noted as "antibiotic therapy, analgesia". Healthcare professional additionally provided " there is no way to determine whether it is seroma, there is only the formation of fluid that may be associated with some inflammatory/infectious process and the contracture is baker iii". Device has been explanted.

Event description:
Patient reported a right side "unusual swelling and stiffness in the direct breast, in addition to breast pain cited, back and direct rib," "suspected rupture," and "anxiety over articles about the recall", "inflammatory process and a lot of fluid in the region in addition to chances of infection". Healthcare professional later reported "contracture and intracapsular rupture of the implant", "possible inflammatory condition as suggested by magnetic resonance imaging" and treatment noted as "antibiotic therapy, analgesia". Healthcare professional additionally provided " there is no way to determine whether it is seroma, there is only the formation of fluid that may be associated with some inflammatory/infectious process and the contracture is baker iii". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Seroma -late: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Infection(late onset): observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30019156 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6)2020 through (B)(6)2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported a right side "unusual swelling and stiffness in the direct breast, in addition to breast pain cited, back and direct rib," "suspected rupture," and "anxiety over articles about the recall", "inflammatory process and a lot of fluid in the region in addition to chances of infection". Healthcare professional later reported "contracture and intracapsular rupture of the implant", "possible inflammatory condition as suggested by magnetic resonance imaging" and treatment noted as "antibiotic therapy, analgesia". Healthcare professional additionally provided " there is no way to determine whether it is seroma, there is only the formation of fluid that may be associated with some inflammatory/infectious process and the contracture is baker iii". Device has been explanted.